Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58f0f. Investigation summary: the analysis results showed that one gst60d cartridge reload (b) was returned with 22 double drivers and 5 single drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the knife stopped during firing sequence. The surgeon tried with another cartridge, but it stopped also. He finally tried another new cartridge, and successfully finished transection.